Event description:
It was reported that during a percutaneous coronary intervention (pci) the stent partially dislodged. The lesion was described as very calcified, with a tortuous anatomy. A 2.50x28mm promus element plus system was inserted but failed to cross the lesion. During removal, the stent partially dislodged. Another stent was used to complete the procedure. The patient remained stable and no complication was reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a break distal to the exit port. The area of the break was stretched for approximately 1mm in length. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was kinked at 170mm, 190mm and 755mm distal to the strain relief, another kink was noted 91mm proximal to the break site. The first row on the proximal end of the stent was stretched and some of the struts were raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) the stent partially dislodged. The lesion was described as very calcified, with a tortuous anatomy. A 2.50 x 28 mm promus element plus system was inserted but failed to cross the lesion. During removal, the stent partially dislodged. Another stent was used to complete the procedure. The patient remained stable and no complication was reported.

Manufacturer narrative:
Device is combination product. (B)(4).